Manufacturer narrative:
Insufficient information is available for procedure verification; therefore, no davinci system or instrument logs are available for review. The or director reported that the patient expired from a post-procedure pulmonary embolism. Attempts to speak with the surgeon and the site risk manager were not successful. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died from a pulmonary embolism following an unremarkable sleeve gastrectomy. No allegation has been made against any intuitive surgical product. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that after an uneventful da vinci-assisted sleeve gastrectomy surgical procedure, the patient expired in the post anesthesia care unit (pacu). The site operating room director informed the intuitive clinical sales representative that during recovery in the post-anesthesia care unit the patient experienced a pulmonary embolism. Cardiopulmonary resuscitation measures were performed but were unsuccessful. The or director provided that the robotic sleeve gastrectomy procedure was completed without any complications or any da vinci-related issues. No additional information was provided.